Event description:
It was reported that the patient experienced coupling and or communication issues. The battery did not have enough energy to communicate with the physician programmer. An overdischarge was suspected, and the patient had not recharged since (B)(6) 2011. The last time stimulation was felt was in (B)(6) of 2011. A physician mode recharge was performed and the patient was sent home to charge. When the patient returned, there was still no communication with the device. Another physician mode recharge was performed leading to a power-on-reset condition. The reporter was instructed on how to clear the condition. It was later reported that the patient had her battery replaced and was doing just fine.

Manufacturer narrative:
Lead model 377775, lot # v002106, implanted: (B)(6) 2006, explanted: na; programmer model 37742, serial # (B)(4); recharger model 37752, serial # (B)(4).